Event description:
It was reported that during da vinci-assisted surgical procedure, the cadiere forceps instrument could not hold the suture and was dropping things during use. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the cardiere forceps instrument involved with this complaint to perform failure analysis; however, the evaluation is not yet complete.

Manufacturer narrative:
Correction: annex c was updated to c19 - no device problem found. Annex g was updated to g07001 - part/component/sub-assembly term not applicable. Annex d was updated to d14 - no problem detected.

Event description:
Refer to h11 for follow-up information.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The cardiere forceps instrument was analyzed and found to have no issues. Visual inspection did not reveal any damage. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument passed the suture handling test on 2 of 2 attempts. The instrument was fully functional.